Event description:
The customer reported the device kept aborting during the operation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The c-arm cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.